Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that there was a hole at the end of the dissection tip on the vasoview hemopro upon opening of the kit. The kit was discarded, as they were unable to use it, causing a five minute delay to the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects, as the device was never used. The device will reportedly not be returning to the factory for evaluation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).